Event description:
The customer stated that he was treated by paramedics due to hypoglycemia. The customer's blood glucose reading at the time of the report was 111 mg/dl. When checking the history files, the customer stated that a bolus of 20 units was delivered that he did not program. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.